Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A separate report was filed for the first transcatheter bioprosthetic valve in regulatory report number 2025587-2018-01944. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years and four months following the implant of this transcatheter bioprosthetic, the valve degenerated with stenosis and severe paravalvular leak (pvl) and a non-medtronic valve was then attempted to be implanted valve-in-valve. During the attempted implant, the catheters were unable to cross the valve in the correct annular position, due to the valve in the ascending aorta limited the controls of the catheter. The procedure was aborted and a transapical valve replacement with a non-medtronic valve was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.